Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator front panel assembly and installed it into a known good unit for testing. The reported issue was duplicated and the cause was isolated to be a malfunction within the lcd display assembly. This issue was concluded to be due to material fatigue.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). The customer has requested a carefusion field service representative to come onsite to evaluate the device and perform a repair. The fsr has made contact with the site but is awaiting replacement parts to be sent in order to perform the repair and isolate the reported issue. At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the unit has a blank screen. The customer stated that there was no patient involvement with this reported event.